Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 +9.0/1.0/095 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a shorter lens due to excessive vault on (B)(6) 2017. The problem was resolved. (B)(4). Report source: "health professional" and "distributer" should have also been checked in the initial MDR. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found the lens missing a piece of its haptic and presence of debris and residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 vtich13.2, +9.00/+1.00/x095 diopter, implantable collamer lens in the patient's left eye (os). The lens was exchanged for a shorter lens due to excessive vault. Attempts to obtain additional information have been unsuccessful.